Manufacturer narrative:
Quality-safety evaluation of ptc received on 16-jun-2016: (B)(4). As of jun 13, 2016, the rqu has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following med dra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and two months after the procedure, came back with abnormal bleeding. Via hysteroscope, physician found the outer coil which had separated (broke) from the inner coil and was lying in uterus, while the inner coil was in the tubal ostium. Essure and the broken pieces were removed via hysteroscopy from uterus. Abnormal (genital) bleeding is listed in the reference safety information for essure, while breakage is unlisted. According to technical analysis, the possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Considering genital bleeding may occur during essure use, causality with suspect insert cannot be excluded. During difficult insertions, single cases of device breakage have been reported. Despite of limited information provided regarding the circumstances of this breakage, considering event's nature, causality with essure use cannot be excluded. This case was regarded as incident since surgical intervention was performed. Other non-serious events were also informed. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. A review of the manufacturing batch record confirmed that final product testing for this lot was performed per requirements and the product met all release requirements.

Manufacturer narrative:
Follow up information received on 11-jan-2016 (device breakage questionnaire): essure breakage was diagnosed after placement (post procedure date) via ultrasound and hysteroscopy. The physician reported the implant broke in the outer coil. Essure and the broken pieces were removed via hysteroscopy from uterus. The patient had to have an l-scope bilateral tubal ligation and, at time of the report, was recovered. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and two months after the procedure, came back with abnormal bleeding. Via hysteroscope, physician found the outer coil which had separated (broke) from the inner coil and was lying in uterus, while the inner coil was in the tubal ostium. Essure and the broken pieces were removed via hysteroscopy from uterus. Abnormal (genital) bleeding is listed in the reference safety information for essure, while breakage is unlisted. Both events were considered serious due to their medical importance. Considering genital bleeding may occur during essure use, causality with suspect insert cannot be excluded. During difficult insertions, single cases of device breakage have been reported. Despite of limited information provided regarding the circumstances of this breakage, considering event's nature, causality with essure use cannot be excluded. This case was regarded as incident since surgical intervention was performed. Other non-serious events were also informed. A product technical assessment is expected.

Event description:
Other reportable incident (device breakage: malfunction). This is a spontaneous case report received from a physician in united states on 15-dec-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, lot number c55839, for permanent sterilization. On (B)(6) 2015 patient presented with pains and abnormal bleeding. Via hysteroscope, doctor found the outer coil had separated from the inner coil and was lying in uterus, while the inner coil was in the tubal ostium. Doctor removed both parts of the device and performed a tubal ligation the next day. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and two months after the procedure, came back with abnormal bleeding. Via hysteroscope, physician found the outer coil which had separated (broke) from the inner coil and was lying in uterus, while the inner coil was in the tubal ostium. Both parts of the device were removed and a tubal ligation was performed in the following day. Abnormal (genital) bleeding is serious due to medical importance and listed in the reference safety information for essure. In contrast, breakage is non-serious and unlisted in the reference safety information for essure. Considering genital bleeding may occur during essure use, causality with suspect insert cannot be excluded. During difficult insertions, single cases of device breakage have been reported. Despite of limited information provided regarding the circumstances of this breakage, considering event's nature, causality with essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Other non-serious events were also informed. Further information and technical assessment is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.